Event description:
Patient was admitted to (B)(6) hospital on (B)(6), 2014 straight into intensive care unit. Patient was operated on that same day, washout and débridement took place on the patient hip. On (B)(6), I was advised of the case by dr at (B)(6) hosp. Patient was operated on again that day, I was present at the operation and all implants where removed. A spacer was inserted into the patient and I was advised by the doctor that the patient was going back to intensive care unit to be monitored.

Manufacturer narrative:
An event regarding wear involving an accolade stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "Posterior and anterior views of the femoral stem neck and trunnion are shown in figures 3 and 4. Boney material was observed adhered to the proximal stem surfaces. All surfaces of the trunnion exhibited wear from movement against the femoral head taper, with predominant material loss on the medial and laterals sides. No original machined surfaces remained." The mar concluded "no material or manufacturing issues were observed on the device features evaluated." Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated that " additional medical records, x-rays" are needed to fully investigate the event device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and no material or manufacturing issues were observed the device surface. The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including additional medical records and x-rays are needed to fully investigate the event.

Event description:
Patient was admitted to sutherland hospital on (B)(6) 2014 straight into intensive care unit. Patient was operated on that same day, washout & debridment took place on the patient hip. On (B)(6) , I was advised of the case by dr at sutherland hosp. Patient was operated on again that day, I was present at the operation and all implants where removed. A spacer was inserted into the patient & I was advised by the doctor that the patient was going back to intensive care unit to be monitored.

Manufacturer narrative:
Additional devices listed in this report: 6260-9-044, v40 cocr lfit head 44mm/-4, lot code 0x0mra. 542-11-56f, trident psl ha cluster 56mm, lot code 27398201. Unknown x3 poly liner size = a44. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.